Manufacturer narrative:
The subject device was returned to olympus for evaluation. After the device was returned to olympus, it was sent to an independent laboratory for additional testing. The microbiological analysis report indicated that all channels were checked and no germs were found. The customer provided their cleaning, disinfection, and sterilization (cds) process. The user facility pre-cleans the scopes by aspirating water through the instrument/suction channel. No detergent is used for pre-cleaning. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end/areas around the elevator are manually cleaned using a brush. Manual disinfection is not performed; however, the user facility's disinfection process was not provided. The scopes are sterilized with hydrogen peroxide (h2o2) after each use. Scopes are stored vertically after treatment. Olympus is the maintenance company. The device was then evaluated at an olympus service center. Inspection and testing found the light guide lens was discolored, the adhesive around the lenses was porous, the bending section cover was discolored and chipped, the insertion tube was scratched and wrinkled, the scope body, scope body cover, and grip were worn, and the suction cylinder and air/water cylinder were corroded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the scope tested positive for contamination during two microbiological tests. Additional details have been requested regarding the type of contamination that was detected. At this time, this information has not been provided. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.